Manufacturer narrative:
It was requested to keep the catheter after explantation for device analysis.

Event description:
On (B)(6) 2025, foch foundation reported interference on the pressio monitor. The patient was nevertheless monitored. On (B)(6) 2025, the catheter was still implanted.

Event description:
On (B)(6) 2025, foch foundation reported interference on the pressio monitor.the patient was nevertheless monitored. On (B)(6) 2025, the catheter was still implanted.

Manufacturer narrative:
This report is being resubmitted because the previous report sent on 05/09/2025 (increment (B)(4) was not accepted. Fu1 : the return catheter is non-compliant, and the noise observed in use is confirmed and explained by contact between one of the micro-cable strands and the metal edge of the capsule. This strand, whose surface varnish is damaged, leaving the metal in direct contact with the capsule, is enough to cause a disturbance (noise) on the curve. Initial case number : 3001587388-2025-25041.